Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a button on the customer's insulin pump was not responding. The customer also stated that he had experienced priming issues, receiving no delivery alarms for every one in three set changes, approximately. The customer stated these were resolved by complete set changes. His blood glucose was not known. Nothing further was reported.